Manufacturer narrative:
The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. A review of the system logfile confirmed the malfunctioning of the software. Upon functional testing, the fse found a problem with the suite (main) pc software. To resolve the reported issue, the fse reinstalled the suite pc software. After the reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.